Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a pocket revision procedure and was doing well postoperatively. Additional information was received that the ipg was moved and remains implanted.

Manufacturer narrative:
Exact date unknown, event occurred a few months after implant.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a pocket revision procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patient underwent a pocket revision procedure and was doing well postoperatively. Additional information was received that the ipg was moved and remains implanted. Additional information was received that the aware date of the initial report was 21oct2022.